Event description:
It was reported the patient presented for in clinic for follow-up. Upon interrogation, it was discovered the diagnostic information showed the atrial leadless pacemaker (lp) paced two percent despite the patient being atrial dependent. Programming changes performed confirmed the lp was pacing appropriately. The patient was in stable condition.